Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison. Customer states she performed a back to back blood test and received a result of 94 mg /dl nonfasting today (B)(6) 2016 at 12:19 pm and then run another blood test using a competitors meter and received a result of 78 mg /dl. Customer is concerned her meter is reading lower than competitors. Customer's normal range is 80-97 mg /dl. Customer states she has adrenal insufficiency and has to eat every 2 hours and this symptom of dizziness is normal for he but also she is hypoglycemic and states when her blood glucose levels are low she experiences dizziness as well. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 82mg/dl) and 88mg/dl using true result meter. The meter memory was reviewed for previous test result history: the 94mg/dl (B)(6) 2016 12:07:00 am fasting:no, the 102mg/dl (B)(6) 2016 09:33:00 am fasting:no, the 98mg/dl (B)(6) 2016 07:06:00 am fasting:no, the 157mg/dl (B)(6) 2016 08:27:00 pm fasting:no, the 105mg/dl (B)(6) 2016 05:35:00 pm fasting:no. Memory concerns: customer is concerned with 94, 102, 98, 157, 105.